Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the ok button was under responsive to user presses. It was also noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: during the investigation, the pump was returned with all of the keypad buttons responding appropriately. The keypad was observed to have peeled off. There was no contamination found under the button contacts. Unrelated to the original complaint, the audio bolus button was inoperable. There was no physical damage to the keypad, but when the bolus button cover was removed, the slug was found to be inverted. The threads on the battery cap were observed to be stripped and were unable to be secure properly.